Manufacturer narrative:
One fast-cath transseptal guiding introducer was returned for analysis. The reported event of a damaged sheath was confirmed. The sheath had been perforated proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided, the cause of the perforation remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a perforation of the introducer.